Manufacturer narrative:
This report is based in-part on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned and analyzed. Actual longevity is < 80% of 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was reported that the device was at elective replacement indicator (eri). The device was explanted and replaced. The left ventricular (lv) lead was noted to have high thresholds. The lead remains in use. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.